Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic mitral valve, implanted approximately seven (7) years and ten (10) months, was explanted due to severe-to-critical mitral stenosis. There was also mitral insufficiency with right heart failure and cardiogenic shock. After explanting the valve, there was some pannus formation that also had to be removed. The device was replaced with another edwards bioprosthetic valve. There were no adverse patient effects as a result of the replacement reported.

Manufacturer narrative:
Stenotic bioprosthetic valve. Additional manufacturer narrative: it was reported that this valve was removed due to stenosis and insufficiency. There was pannus formation that need to be removed after explanting the valve. Many factors can contribute to the onset of stenosis and insufficiency including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. The device was not returned to edwards for evaluation. There is insufficient information to conclusively determine the root cause of this event. It appears that the pannus formation likely contributed to this event. There have not been any allegations of a quality deficiency related to the explanted valve. No further actions are possible with the available information.